Event description:
It was reported that the patient had a spinal cord stimulator implanted for severe leg pain in 2009. The battery failed after 17 months, and the patient was in need of another surgery to replace the battery. The surgery was scheduled, but had already been postponed twice. The scheduled date was not provided.